Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt presented with an infection. Vitreous and aqueous cultures were taken and were positive for candida. Currently, the pt is only seeing light perception. The pt received an intravitreal antifungal injection. In a follow up, the surgeon reported a vitrectomy and intraocular lens (iol) explantation were performed. The pt was left aphakic. It is unk if the device caused or contributed to the event. The surgeon reported the event continues, but is expected to resolve with treatment. There are four medical device reports associated with this event. This report is for the first viscoelastic.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Investigation of batch records compounding and filling revealed that no remarks related to the mfg process, the sterilization of raw materials, equipment, components and product sterilization have been reported. All initial results of chemical, microbiological and toxicology tests were within specification. No other complaints related to this complaint have been reported so far for this lot. The complaint cannot be confirmed. Attempts have been made to obtain add¿l info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. Add¿l info was received in emails or phone calls on (B)(4) 2012. (B)(4).